Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that it was unknown which side effects occurred with the stimulation on the right side. It was unknown if any actions or interventions were done as the health care provider (hcp) decided to take a wait and see approach. It was unknown if the issue was resolved, but no further issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a message was received when telemetry was established with the reported device. It was noted that when the clinician programmer established telemetry with the implantable neurostimulator (ins) it showed ¿neurostimulator battery is depleted. Exit application.¿ the programmer did not go to parameter screen page. The hcp understood what elective replacement indicator (eri) and end of service (eos) meant and that telemetry was unavailable. The hcp saw the above message for the first time and was unsure of its meaning. Devices settings were noted as follows: 0.8 v, 60 us, 145 hz/pps, impedance not specified/unknown, and electrodes not specified/unknown. There were no factors in particular to describe that may have led or contributed to the event. Troubleshooting indicated that both inss were replaced the same day. The left side ins was set up 1.8 v and it had lower parameters than the right side ins (the reported device side), and battery voltage was 2.87 v with indication of ok. Actions/interventions were noted as the reported message was to be investigated to address the issue and at the moment there was a wait and see approach taken. The issue was not resolved at the time of the report. Since side effects of stimulation occurred on the right sided ins initially, threshold was not programmed to deliver sufficient stimulation (the right sided ins was not used fully). Even if the right sided ins was depleted, it would not be replaced immediately. Replacement of the right sided ins would be considered when a procedure was performed to replace the left sided ins. Impedances for the lead and adaptor would be also checked then. It was suspected that the event was caused due to premature battery depletion; however, the hcp did not take it much seriously at this moment. The hcp first asked in what kind of situation the reported message was triggered and what was the difference between the reported message and eri/eos. The consumer¿s underlying disease was noted as parkinson¿s. There were no further complications reported and/or anticipated.